Event description:
The customer observed a falsely elevated troponin result for a (B)(6) male patient while using the architect stat troponin-I assay. The customer provided the following results: (B)(6) 2013 (ID (B)(6)): initial: 0.61 ug/l, retested on (B)(6) 2013, retested on (B)(6) 2013: 0.01 ug/ l. On (B)(6) 2013 (new sample same patient ID (B)(6)): 0.008 ug/l, retested on (B)(6) 2013: 0.007ug/l. On (B)(6) 2013 (new sample same patient, ID (B)(6)): 0.005ug/l, retested on (B)(6) 2013: 0.006ug/l. There was no adverse impact to patient management reported. No medication was given to the patient. Due to the elevated result, the patient was kept in the hospital for observation.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 17200un13 and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect stat troponin-I reagent list number 02k41, lot number 17200un13, was not identified.